Manufacturer narrative:
Pump received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with missing battery tube spring contact. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring battery alarms in the alarm history. The insulin pump was returned for failure analysis and found the insulin pump received with blank display due to missing battery tube spring contact and corroded battery tube.